Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a spinal cord stimulation (scs) lead revision procedure (mrf no. 3006630150-2025-03644). The patient developed an infection at the midline incision site. Symptoms of redness and irritation of skin were noted but it was mentioned to be not device related. The patient was administered antibiotics. No further information has been obtained.